Event description:
The surgeon reported that cataract surgery with intraocular lens implant went well and vision was good with patient initially. At about 1 month the patient was having visual disturbances and upon examination dr. (B)(6) noticed a nick or smudge that appeared in the visual axis and appeared to be on the lens. He initially encouraged patient to wait and side effects did not go away so he decided to explant the lens.

Manufacturer narrative:
One half of an optic was received for analysis. Visual inspection of the optic part was performed and no optical deviations could be found. Neither a nick or smudge as reported by the surgeon were observed on the optic piece received. A manufacturing record review was performed and met specifications. No additional reports of a similar nature were received for the remaining lenses manufactured in this production order. Our investigation revealed no product deficiency suggesting this event is not related to the manufacturing process.